Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 05/2020) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately two years four months and twelve days post stent placement procedure for the distal superficial femoral artery stenosis and thrombosis, the subject had an device deficiency of stent fracture and adverse event of stenosis in the right superficial femoral artery. The reported event was allegedly possibly related to the study device and not related to the study procedure. Reportedly, the adverse event resulted in re-intervention was performed approximately two years five months and twenty eight days post stent placement. The re-intervention involved on the target lesion with instent restenosis with initial stenosis of 95% and drug coated balloon, percutaneous transluminal angioplasty and bare metal graft was placed with final residual stenosis of o0%. The re-intervention was successful and the current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted. No x-ray images were provided for evaluation. The reported stenosis was alleged to be related to a stent fracture. However, no x-ray images were provided to verify the reported stent fracture. Even though stent fracture may be a contributing factor for occlusion or restenosis of the vessel, an alleged relation between a fracture of a stent and restenosis of the vessel could not be verified. No irregular stent placement during index procedure was reported. Based on the information available the investigation is closed with inconclusive result. The reported restenosis as well as the alleged stent fracture could not be verified and a definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, stent fracture, stent kinking / collapse, thrombosis or vessel occlusion. In addition: "cases of fracture have been reported in clinical use of the lifestent vascular stent (...) In lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Correct procedure for stent was found addressed. H10: d4 (expiry date: 01/2018). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately two years four months and twelve days post stent placement procedure for the distal superficial femoral artery stenosis and thrombosis, the subject had an device deficiency of stent fracture and adverse event of stenosis in the right superficial femoral artery. The reported event was allegedly possibly related to the study device and not related to the study procedure. Reportedly, the adverse event resulted in re-intervention was performed approximately two years five months and twenty eight days post stent placement. The re-intervention involved on the target lesion with instent restenosis with initial stenosis of 95% and drug coated balloon, percutaneous transluminal angioplasty and bare metal graft was placed with final residual stenosis of o0%. The re-intervention was successful and the current status of the patient was unknown.